Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a product evaluation. The product was returned; therefore, a product return investigation was completed. As a device was returned, visual inspection was completed. Functional testing and dimensional testing were not completed due to the nature of the complaint. No imagery was provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ and commander IFU's as well as the prep and procedural manual ' s3 with edwards commander and esheath+ were reviewed. Precautions noted in the esheath+ ifui include 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set'. Precautions noted in the commander IFU include 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications.' A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath liner delamination and sheath distal tip split were confirmed through evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Reviews of the DHR, complaint history, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'post-deployment of a 29 mm sapien 3 valve in the aortic position, the delivery system balloon ruptured. The valve was successfully deployed with no need for post dilation. The patient had highly calcified sov and naive leaflets. The balloon had nominal prep with no volume manipulation. Per follow up from the fcs, there was withdrawal difficulty. The team was not able to pull the commander through the sheath. The sheath and commander came out as a unit with the balloon outside of the sheath.' Per returned product evaluation, the sheath shaft was curved, the hdpe material was folded in on itself at the tip, the liner was delaminated circumferentially at the distal end of the sheath, the distal tip had a small split, and the hdpe had scratches and stretching near the tip. The observed sheath curvature and scratches suggest presence of tortuosity and calcification in the access vessel, respectively. However, information on the patient's access vessel was not provided. Vessel tortuosity and calcification can subject the sheath to suboptimal angles which can lead to non-coaxial alignment and increased interaction between the devices. This may have contributed to non-coaxial retrieval of the delivery system with burst balloon into the sheath tip. In addition, a burst balloon can be more susceptible to catch onto the distal tip of the sheath during withdrawal due to the altered/larger profile. The burst balloon likely caught onto the sheath tip resulting in the withdrawal difficulty. If excessive manipulation was applied to overcome the withdrawal difficulty, it may result in the liner delamination and distal tip split. As such, available information suggests that procedural factors (withdrawal difficulty, excessive manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist (fcs), post-deployment of a 29 mm sapien 3 valve in the aortic position, the delivery system balloon ruptured. The valve was successfully deployed with no need for post dilation. The patient had highly calcified sinus of valsalva (sov) and native leaflets. The balloon had nominal prep with no volume manipulation. Per follow up from the fcs, there was withdrawal difficulty. The team was not able to pull the commander through the sheath. The sheath and commander came out as a unit with the balloon outside of the sheath. Since this was a cutdown case, the surgeons were able to close the vessel access point without difficulty. During the pre-decontamination evaluation stemming from the device return, esheath delamination was found.

Manufacturer narrative:
Investigation is ongoing.